Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was an issue with the calibration of the height, it doesn't correspond to the height range. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On april 3, 2018, it was reported that there was an issue with the calibration of the height. It does not correspond to the height range. Despite an important and very expensive repair, the calibration of the height was indicated as done, but it seems that nothing was done really. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated air dermatome serial number (B)(4) two times. The last repair was november 27, 2017 where it was reported that there was an issue with the cutting height calibration and the ball bearing, o-ring, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, control bar, reciprocating arm, lever, ball plunger, swivel and fine adjustment cams were replaced. This is not a related issue. Product review of the air dermatome by medicrea on april 12, 2018 revealed that the calibration was completely distorted. The threading of the body that holds the blow and the head of the dermatome was defective. The throttle lever was also not compliant. Repair of the air dermatome has not yet been performed by medicrea as the quote for service is still pending customer approval. The reported event was confirmed since during the product review by medicrea it was noted that the calibration was completely distorted. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the calibration was completely distorted. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.